Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch occurred on this pacemaker due to high, out-of-range right ventricular (rv) lead impedance. Myopotential noise was also noted, but no pacing inhibition occurred. No adverse patient effects were reported. This device remains in service.

Event description:
This report is being filed to submit additional information regarding engineering review and analysis of clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection.